Manufacturer narrative:
One quadripolar, uni-directional, curve f, flexibility sensor enabled ablation catheter was received for evaluation. The catheter met specifications for electrical and temperature testing, and functioned per requirements during an irrigation flow test. The catheter deflected when actuating the steering mechanism and the curve dimensions met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, while in the left atrium for a pulmonary vein isolation with substrate modification, a steam pop occurred during ablation and the patient became hypotensive and a pericardial effusion was diagnosed via ultrasound. No medical intervention was deemed necessary and the patient left the procedure room in stable condition. There were no performances issues with the device.

Manufacturer narrative:
Corrected information: h6.